Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. B.3. The date received by manufacturer has been used for this field. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 20 ml syringe had foreign matter. The following information was provided by the initial reporter: material: unknown. Batch#: unknown. Verbatim: rcc received a complaint via phone. Case description: there seems to be some type of dirt particle on the resin part. Product: 20 ml syringe. Additional information received on 4-mar-2026: good morning. To answer your questions: no, there was no patient harm, injury, or complication or negative outcome due to the syringe being dirty/contaminated. It was caught before the medication was prepared and administered. Therefore, a new preparation was made using a brand-new syringe. The syringe that I have with the debris does contain a drug in it which is mvasi. I will be shipping the syringe to you tomorrow.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that a potential dirt particle was observed on the resin component. To support the investigation, one sample without blister packaging was received and evaluated by the quality team. A visual inspection identified three brown colored specks of embedded degraded resin within the syringe barrel. No additional defects or imperfections were observed. Embedded degraded resin of this nature typically occurs during startup or intermittently throughout the injection molding process, when degraded material can break loose and become incorporated into molded components. Based on the investigation and analysis of the returned sample, the condition reported by the customer has been confirmed.